Event description:
It was reported during the implant procedure that the physician was unable to affix the rv lead due to unacceptable thresholds and impedances. The lead was not implanted. No patient complications have been reported as a result of this event. Implant attempt - unable to affix in rv - unacceptable thresholds and impedances.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies found. Visual inspection revealed distortion of the proximal conductor.